Manufacturer narrative:
Product analysis: analysis confirmed the reported broken output connector ports. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had cracked atrial and ventricular connection ports. The epg was returned for service. There was no patient involvement.